Event description:
It was reported that an fsl3+ continuous glucose monitor lost signal and was replaced, after which the new sensor initially failed to warm up and pair with the ilet bionic pancreas; during troubleshooting the user rescanned the sensor, performed a manual blood glucose test, and entered a reading of 313 mg/dl, at which point the cgm connected and real-time readings resumed. Symptoms included no reported clinical symptoms associated with hyperglycemia. Outcomes included continued monitoring at home with instructions to call back if glucose did not begin to regulate within 90 minutes, with no medical intervention or hospitalization. Investigation included guided troubleshooting and education regarding sensor pairing and data entry workflow. Investigation of this case revealed a resolved cgm pairing failure associated with the libre 3+ sensor that corrected after rescanning and system reconnection, with no ilet device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity issues related to cgm pairing that resolved with standard troubleshooting.